Event description:
As reported by the user facility (info by sales organization (B)(6)): over infusion: the infusion bag was opened at 13:15 and during the first pca bolus, air alarm occurred and the staff disconnected the pt from the aggregate. They flushed the aggregate and then connected it to the patient again. A new pca bolus was started and air alarm occurred again. Sometime during the mounting of the infusion set, the spike was by mistake removed and apx half of the content of the bag ran out. The infusion started with apx 50ml left in the bag and 0ml infusion rate only pca bolus. According to log files, no bolus doses has been given, and despite this the medical engineering department receives a telephone call at 15:15 that the bag is empty. The med.tech department checks that the content of the bag has not been run to the floor. The pt is severely affected and treated for over infusion. The med tech department checks that the aggregate is not twisted. [...] Ref. MFR #9610825-2013-00144.